Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation.

Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At an unspecified time, the device was programmed to deliver hydromorphone 0.2mg/ml instead of the intended concentration of 0.4mg/ml, in the pca only mode, with a 0.2mg pca dose, an 8 minute patient lockout and no 4 hour limit was selected. After approximately 2 1/2 hours, the nurse noted the patient had decreased respirations. A "rapid response" was called. The patient was treated with an unspecified amount of narcan and was transferred to the intensive care unit. There were no reported adverse patient sequelae. The customer contact also reported that a family member of the patient had been observed pressing the pca patient pendent button to deliver a dose for the patient. The device was not isolated following the event and remained in clinical use., though requested, no additional information was provided.